Event description:
Device malfunction: nonesymptoms: chest paintime of symptoms: 1 hour post-opit was reported that a patient with a history of unstable angina, previous mi and CABG had chest pain the night before the right internal carotid stenting procedure but did not inform anyone. The right carotid stenting procedure was completed without problems except for some transient hypotension and bradycardia that resolved the same day with dopamine. Within an hour post-op, the patient complained of 10/10 midsternal chest pain radiating to the back, relieved with sl nitroglycerin times two. An ECG done at that time showed sinus rhythm and no ischemia. Serial troponin levels, collected in 2006, were elevated at 6.4, 7.3, and 7.6 respectively. Cpks were elevated at 148, 230,202, and 172 respectively. Chest x-ray showed congestive heart failure cardiac catheterization, done the following day revealed 3 vessel coronary artery disease: lad 90%, diffuse rca 90% with filling defect distally, circumflex with patent stent, om1 90%, ejection fraction 56%, and inferior wall akinesis. Three previous bypasses were patent. Unsuccessful ptca of the om1 was attempted with spiral ostial dissection after balloon inflation and using a non-abbott vascular stent. The patient had no chest pain or ECG changes at that time. The patient had no further chest pain during hospitalization and was discharged to home 3 days later. The physician's impression at the time of discharge was noted as non-q mi. No additional information is available.